Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information titan otr was explanted due to tear in tubing at exit point.

Manufacturer narrative:
A titan touch, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the strain relief/exhaust tube junction of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted at the inlet tube/strain relief junction. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with cylinder #2. Quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the exhaust tube of cylinder #1 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Based on the information received indicating the device was damaged to facilitate explant, quality concludes the observed separations on the longer exhaust tube of the pump and the inlet tube of the reservoir most likely occurred during the explant procedure. Monofilament was pulled on both these tubes. The information received did not indicated either of these sites as the reason for revision. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.